Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the consumer found a bd ultra fine¿ pen needle that was "longer than 4 mm", and hurt during the injection. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported, finding different size pen needles in her box. Stated, she found 4 pen needles that were longer than 4 mm. Stated, the longer ones hurt. Stated, she is the only one who uses pen needles in her home. Stated, the box was sealed when she purchased it. Stated, the tear drop labels were green but the needles are longer than 4 mm no bruising to report."

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that the consumer found a bd ultra fine¿ pen needle that was "longer than 4mm", and hurt during the injection. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "consumer reported, finding different size pen needles in her box. Stated, she found 4 pen needles that were longer than 4mm stated, the longer ones hurt stated, she is the only one who uses pen needles in her home. Stated, the box was sealed when she purchased it. Stated, the tear drop labels were green but the needles are longer than 4mm no bruising to report."